Event description:
A malfunction alarm was reported for a pump distributed by rubin medical aps in denmark. There was no reported impact to the customer¿s blood glucose level, as the exact levels were unknown. The customer reset the pump, but it required replacement, which was confirmed by technical support. The customer was informed about the need for a replacement pump, which was within warranty, and instructions were provided for returning the problematic pump within ten days using a prepaid label and return box.